Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Treatment of an aneurysm that was coiled with qc-2-6 helix (one) and qc-2-2-helix (five). It was reported during catheter removal, one of the coils coming out and a stent was used to prevent the coil from protruding into the parent artery. No patient injury reported.